Event description:
The customer reported she was hospitalized due to low blood glucose. The customer also stated that she had been hospitalized over 40-50 times in the past due to low and high blood glucoses but had never called in because she did not know the procedure. Advised on proper procedures. The customer complained of the batteries not lasting more than one day with the insulin pump. Troubleshooting confirmed the insulin pump passed the prime test. However, the customer was unable to perform the high pressure test. Insulin pump will be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.